Event description:
The patient was revised because of poly wear, osteolysis and loosening.

Manufacturer narrative:
Examination confirms the reported polyethylene wear. The exact root cause could not be determined, but malrotation between the tibial and femoral components may have been a contributing factor. The need for corrective action was not indicated. Both the tibial insert and patella product codes are obsolete.